Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient, with help, was able to get the device to work again. The patient stated that he was still having problems and the pain in the back and urinating before he should had not been resolved. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had the implant for frequent urination and his brain didn't talk to the bladder very well. The patient stated that when he had to urinate he started before he should. The patient noted that he was confused/concerned that possibly the battery had run out of failed and that he had checked it several times and did not get a response with the patient programmer. The patient also mentioned he was having issues with pain in his back which seemed to be on the implant side. Trouble shooting attempts were made and the patient programmer showed stimulation was on program 1 at 2.00v. The patient confirmed feeling stimulation in the correct area and increased to 2.15v on program 1. It was reported that the patient changed to program 2 at 1.40v and then was going to change back to 1 at 2.15v. The patient also mentioned that he has had mris of the back since implant and had gone through security scanners. There were no further symptoms or complications reported or anticipated.